Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is like the malfunction was presumed that gas leaks from the connection section due to a failure of the electropneumatic proportional valve. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the high flow insufflation unit connection part of electropneumatic proportional valve had air leakage. There were no reports of patient harm.